Event description:
A surgeon reported that a memory lens implanted in a pt's left eye in 1999 was explanted & replaced in 2003 due to opacification. Capsule removal, anterior vitrectomy & iridotomy were also performed. At post op visit in 10/2003, pt reported as doing well, visual acuity 20/60 os and prognosis good. No further info is available at this time.